Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The product was returned, and the low flow was confirmed. Data logs showed there was a simultaneous, temporary drop in motor current, motor speed, and pump flow upon the sudden occurrence of the "suction" alarm about 1 hour into support. There was no change in p-level at this time. Subsequently, there were frequent "suction" alarms throughout the remainder of support, accompanied by a loss in motor current pulsatility and a gradual increase (saturation) of flow despite no change in p-level. Per the results of the clinical review and investigation: visual inspection of the returned pump revealed a significant mass of biomaterial on and around the outflow cage and the impeller. No other abnormalities were found. In conclusion, it was determined that the cause of the low pump flow was ingested biomaterial. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient showed shock vital signs and dobutamine was discontinued in order to reduce the number of infusions required for hemodynamic stabilization and computer tomography (CT) imaging. After completing the CT and returning to the intensive care unit (ICU), the impella's flow rate became insufficient and blood pressure dropped significantly, and a venoarterial extracorporeal membrane oxygenation (va-ECMO) was inserted. It was reported that the patient died and was discharged without improvement in cardiac function. Per a note by the attending physician, "there is a high possibility that the flow rate of the impella has decreased due to the collapse of the left ventricle and the rapid deterioration of cardiac function". No further information was provided. There is not enough information to exclude the impella device as an associated factor in the patient's demise.